Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but remains in the patient and cannot be returned therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided,complainant's event typically caused by prying/leveraging the driver during implant insertion, advancing the implant before the driver tip is in contact with the bottom of the pilot hole, preparing a pilot hole that is too small, or inserting the implant at an angle not co-axial to the pilot hole. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part remained in patient.

Event description:
It was reported that during a bankart repair, the 2nd implant broke on insertion, 1st screw was inserted in patient with no issue and is secured. The 2nd screw broke and was partially removed, fragment remains in patient secured. Bankart repair finished well.